Event description:
Total hip arthroplasty was performeed on 09/08/97. Revision of the bipolar cup was performed on 09/24/97, due to disassocation. Physician felt that the components were stable after being implanted. He stated that the patient has parkinson's disease, and sleeps in a fetal position, which may have caused or contributed to the disassociation.